Event description:
Customer reported the bag-to-vent switch was not operational. There was no reported patient injury. Datex-ohmed's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of additional information - 01/13/03.